Manufacturer narrative:
B3 event date: the event occurred on an unspecified date in (B)(6) 2026. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set could not be closed completely. This occurred prior to use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.